Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that an undisclosed bd insyte autoguard 20 g was won't thread due to a frayed tip. The following information was provided by the initial reporter: verbatim: 20g insyte autoguard won¿t thread. Customer states it feels like the end is frayed.